Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: >7.5, lab: 3.3; (B)(6) 2011, >7.5, 3.7. Target inr 2.5-3.5.

Manufacturer narrative:
Investigation pending.